Manufacturer narrative:
Concomitant medical products: tem3015g progrip tem/pla 30x15cm(lot#sub0937x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence due to failure of mesh, detached mesh, balled-up and contracted mesh, mesh migration, adhesions of small bowel and omentum to the mesh, and scarring. Post-operative patient treatment included mesh removal surgery.